Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. This oversensing was determined to be the result of noise. The device was successfully reprogrammed. The patient was stable and asymptomatic.